Manufacturer narrative:
No laser fibers were returned within the timeframe of this investigation and a review of suspect units could not be completed. Upon verification of device history records, no manufacturing inconsistencies or deviations were revealed which could have caused or contributed to the complaint as reported. It is confirmed that all laser fiber units manufactured by dornier are 100% inspected via visual evaluation as well as power performance testing prior to release for distribution which confirms the operational capacity as well as the state of the device. Dornier laser fibers are fragile, and must be handled with care as indicated on the valid dornier laser fiber IFU. It is possible the root cause of this complaint was related to a mechanical force placed on the laser fibers which contributed to the fiber breakage reported, but without the suspect fiber units this can not be confirmed.

Event description:
A notification was received regarding two holmium fibers that were "wrapped in a towel on the leg to prevent unwanted movement". The laser was stopped because they "heard an unusual sound" and "the towel was opened to find the laser had somehow broke down and the aiming beam started blinking further down the fiber".